Manufacturer narrative:
Investigation of the customer's issue included a review of the complaint text, a search for similar complaints, in-house testing, review of labeling and review of manufacturing documentation. Review of complaint activity did not identify any trends for the alinity I tsh assay. An increase in complaint activity was not identified for reagent lot 96099ui00. Testing of an in-house panel which mimic patient samples was completed using a retained kit of lot 96099ui00. All specifications were met, indicating acceptable product performance. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I tsh assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed alinity I tsh result. Sample ID (B)(6) generated an initial result of 0.011 miu/l. The sample was retested multiple times and generated 0.806 miu/ml on an architect, 0.864 and 1.057 miu/ml on alinity. No impact to patient management was reported.